Event description:
It was reported that the biomed attempted to perform preventative maintenance using the asm software and the pump module serial number 12658646, but it failed the keypad test. It was noted that the ¿channel off¿ button does not work. There was no patient involvement.

Manufacturer narrative:
Omit : a07 - electrical /electronic property problem (1198), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Additional information : device eval by manufacturer?, reason code for no evaluation - if other specify, imdrf annex a, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the biomed attempted to perform preventative maintenance using the asm software and the pump module serial number (B)(4), but it failed the keypad test. It was noted that the ¿channel off¿ button does not work. There was no patient involvement.